Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation is deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: creases and one curved opening. A leak test was performed which identified opening. A microscopic analysis was performed which identify: one opening striated. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is one opening striated assessed as surgical damage.

Event description:
Device was explanted.